Event description:
Procedure: inguinal hernia repair. According to the reporter: the surgeon repaired large inguinal hernia (direct and indirect). The pt returned to the doctor to evaluate a hernia on the other side and complained of pain on the side that underwent the previous surgery. The surgeon discovered recurrence. The surgeon will repair the recurrence when he repairs the hernia on the other side.